Event description:
On (B)(6) 2011, pt reported her blood glucose elevated to "hi" mg/dl on (B)(6) 2011 and she had to use an insulin injection as treatment. Blood glucose was also elevated in the morning on (B)(6) 2011, and normal blood glucose is 75-125 mg/dl. Pt increased her basal rate to 200% to treat hyperglycemia and requested assistance starting her backup infusion device. When the cartridge was removed from the primary infusion device, pt noticed insulin was leaking from the plunger of the cartridge. The cartridge compartment was moist. She retracted the piston rod and dried the cartridge compartment, and she inserted a new cartridge and continued use of the primary infusion device. F/u was completed with pt on (B)(6) 2011, and she reported "everything is back to normal." The cartridge and adapter were requested for eval. Pt did not require treatment from a health care professional or second party to address the issue. Pt was unable to provide the lot number of the cartridge. Add'l attempts to reach pt were unsuccessful.